Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an event occurred where air was found in the tubing below the pump (described as air alternating with fluid) and the patient was symptomatic. The pump did alarm for accumulated air. The patient was coughing and complained of chest discomfort. Unspecified medical intervention was required. The discomfort resolved within 5-10 min. It was reported that the single bolus air in line setting was 75 ul and the profile in use was pediatric. Although requested, no additional patient or event details were provided by the customer.